Event description:
It was reported after approx. 56 months implantation time, that the patient received inappropriate shocks due to oversensing (ventricle channel). The lead was extracted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 44cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragment. In particular the insulation in the distal end area was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed rv shock coil and a bent fixation helix, most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.